Event description:
Pt's mother started curlin moog infusion pump 6000cms serial # (B)(4) keep alarming air in the line. Pt's mother did not have the expiration date. Pt received infusion without side effects. Pt's mother aware to return pump and not to discard. Pt's mother did not indicate if manufacturer could contact her re pump malfunction. Dose or amount: 12 mg, frequency: every week, route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: e76.1 mucopolysaccharidosis, ty.